Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since (B)(6) 2016 they have a loss or change of therapy, and are having more accidents at night than they were before implant. They tried to make adjustments with their pp on (B)(6) 2016 to see if it would help but they started feeling stimulation in their anal area instead of the vaginal area. It was stated that the patient feels stimulation and can't increase the current program they are on now because it will cause them discomfort. The patient changed from program 2 to program 3 but felt uncomfortable on program 3 so they changed it to program 1. It was then indicated that the stimulation was comfortable even though it was still in the anal area. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.